Manufacturer narrative:
All available information was investigated and the reported clip open during efaa was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6)2024, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (lot: 40307r2043) was chosen for implantation. During deployment sequence, the first final arm angle test could not be established (efaa). The clip opened continuously from 20 degrees to 50-60 degrees. Troubleshooting was performed unsuccessfully. A replacement xtw (lot: 40307r2044) was implanted successfully, reducing mr to trace.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.